Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for discolored gel with the incident lot was observed as the gel appears to be brownish in color. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of discolored gel was not observed. Bd was not able to identify a root cause for the discolored gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the tube pst ii plh 16x100 8.0 blbl l/gn there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: the "phlebotomist noticed the gel was discolored while she was performing venipuncture. She stopped the collect and discarded the tube and collected another tube."